Event description:
It was reported that a piece of the guide wire included with an accustick introducer system, used for a diagnostic pyelography/antegrade urography in a patient (age and weight unk), had detached and presently remains in the patient. It should be noted that boston scientific corp became aware of the reported event through various legal documents on dec 10, 2007. The event was not previously reported to bsc. According to the legal documents, the event took place three days earlier. The patient underwent a diagnostic pyelography/antegrade urography. During the procedure, a piece of the guide wire broke off and was left in the patient.

Manufacturer narrative:
The device will not be returned to the MFR as it has been retained. A ship/device history record will be forwarded in a supplemental MFR's report.